Event description:
It was reported that during an unknown procedure, the surgeon felt the device was difficult to fire. The jaw could not open after the device was fired with higher force. Changed to another device to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what type of procedure was being performed? Vats. How was the device removed from the tissue? The surgeon used suture to ligate the vessel and cut it. Was there any damage to the tissue? No. On what tissue type was the device used? At what location on the tissue? On lung vessel. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) 1st. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? Yes. When the device was firing, some noise like something grating was heard.